Event description:
It was reported that the patient was found unresponsive. The patient expired as a consequence of medications used in the treatment of chronic pain. Drug toxicity revealed amitriptyline and morphine. The medications being delivered via the device system were dilaudid and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the pump revealed normal battery depletion (eol); the pump was over 70 months old. Pump memory error message is on the initial printout. The pump was left running in complex continuous mode for over three years before it was returned for analysis. No significant anomalies were found.